Event description:
Customer's meter would only prompt the "error 1" message. They did not have any symptoms. Customer tried re-testing, however they obtained the "error 1" message again. They did not retest on any other divice. They tried re-testing with a new test strip, however, the issue was not resolved. No adverse event or serious injury occurred. Ccr replaced meter.